Manufacturer narrative:
Concomitant medical products: product ID: dtmc1d1, implanted:( B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to t-wave oversensing (twos) of the right ventricular (rv) lead. The lead is still in use. No further patient complications have been reported as a result of this event.